Event description:
It was reported that during an open thyroidectomy procedure, the surgeon activated the device, but cutting was very slow, and lots of smoke generated, no coagulation achieved. He changed a new device to finish the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be cracked at the discolored (blue) and displayed an error code 5 during functional testing. No smoke was noted during testing. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them.

Manufacturer narrative:
(B)(4) after several requests, the device was not received for analysis.